Manufacturer narrative:
No root cause could be determined with the information provided. The calibration data was within expectation. The cobas negative result was confirmed by a (B)(4) analyzer.

Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result on their e601 analyzer. The patient's initial hcg result was from a different e601, serial number not provided. The result was <0.6 miu/ml and it was reported outside the laboratory. The doctor called to question the result because a urine test on the patient was positive and he believed she was (B)(6) pregnant. The customer repeated the same sample on this analyzer and the result was <0.5 miu/ml. The customer then transferred the sample to a tube and ordered it manually to run on the decreased volume setting. The result was 78.3 miu/ml and it was not reported to the doctor. The customer was informed that running immunoassays on the decreased volume setting is not recommended in the e601 analyzer operator's manual and samples with concentrations less than 100 miu/ml should not be diluted per the hcg stat product labeling. The customer sent the sample to a reference laboratory to be retested. The customer thought the reference laboratory used a siemens analyzer, however the method used was not provided. The result was <5 miu/ml. The reference range for the reference laboratory indicated this result was also negative. The customer considered the negative results to be correct. It is unknown if the patient was adversely affected by the event. The hcg reagent lot number was 16697301 and the expiration date was 02/28/2013. The customer declined a service visit because the customer did not feel there was anything wrong with the analyzer and the field service representative was onsite the previous day for preventative maintenance.